Event description:
It was reported that a customer experienced an issue where their pump did not recognize a new cartridge. The reported blood glucose level was 100 mg/dl, which is within normal range. There was no additional information on the outcome of the event, and the device was not under warranty nor returned.